Manufacturer narrative:
The customer contacted olympus technical assistance support via phone. Customer stated to resolve her own issue when she switched the cv-1500 video output for the 12g sdi out from 1080i to 1080p in the menus. The customer informed olympus technical assistance support of the event. The device will not be returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the video system center had flickering image on the display monitor. The issue was found during an unspecified procedure that was completed with a similar device. There were no reports of patient harm.